Event description:
Customer called to report cartridge chemistry (cc) probe obstruction errors, as well as a wash solution leak from the cap piercer of the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and identified a clogged waste shuttle. The fse replaced the v3 waste valve and blade assembly; however, these repairs did not resolve the leak issue. The fse then unclogged the manifold with a syringe, which resolved the leak issue. The fse then verified instrument performance, including confirming that calibration and controls were within specification. The repairs was verified per established procedures.

Manufacturer narrative:
The root cause of the issue was an occluded waste shuttle; the issue was resolved with the routine service call. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)